Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and keypad anomaly. The customer¿s blood glucose level was 550 mg/dl and 304 mg/dl. The customer reported that the buttons were delayed when acceptance and were unresponsive. The customer declined troubleshooting for high blood glucose. The customer was advised to follow up with health care professional if current settings need to be changed. The insulin pump will not be returned for analysis.